Event description:
Healthcare professional reported, left side "periprosthetic fluid". Pathological marker cd30+ and alk- have been received.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication. And analysis of the device generally does not assist allergan in determining, a probable cause for this event.

Manufacturer narrative:
The event of lymphoma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "pathologically confirmed case of bia-alcl".

Event description:
Healthcare professional reported unknown side ¿pathologically confirmed case of bia-alcl.¿ pathological markers have not been provided. Device remains implanted.